Event description:
Customer reportedly obtained results of 240mg/dl, 87 mg/dl, 286 mg/dl, 183. Mg/dl, 91 mg/dl and 122 mg/dl on the advantage system within 10 mins. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information provided to indicate where comparison performed.